Manufacturer narrative:
Correction: product event summary: data files for the date of the reported event were returned and analyzed. The data files did not show any system notices or temperature issues for the date of the reported event. No product was returned for investigation; a clinical issue was encountered during the procedure. In conclusion, there was no indication of a product malfunction and no product returned for analysis. A clinical issue was encountered during the procedure.

Event description:
It was reported that during a cryoablation procedure, while ablating the right superior pulmonary vein (rspv), twitching by palpation of the phrenic nerve became weak and a double stop was performed. It was noted that although the ablation temperature was low, the balloon catheter did not enter the pulmonary vein (pv). Response of the phrenic nerve (pn) was checked by superior vena cava (svc) pacing until the procedure was finished. The weakened pn motion by palpation and weakened pn response under fluoroscopy were not recovered by the time the patient left the operating room. Further information received indicated that while ablating the left inferior pulmonary vein (lipv), the ablation was suspended as the esophageal temperature dropped. Additionally, st elevation also occurred during the procedure, and the patient¿s hospitalization was prolonged due to dilation of the stomach and an ¿uncomfortable dull¿ feeling in the stomach. The patient recovered by medication of the gastric symptoms and rest at the hospital while the pn did not recover at discharge. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that during a cryoablation procedure, while ablating the right superior pulmonary vein (rspv), twitching by palpation of the phrenic nerve became weak and a double stop was performed. It was noted that although the ablation temperature was low, the balloon catheter did not enter the pulmonary vein (pv). Response of the phrenic nerve (pn) was checked by superior vena cava (svc) pacing until the procedure was finished. The weakened pn motion by palpation and weakened pn response under fluoroscopy were not recovered by the time the patient left the operating room. Further information received indicated that while ablating the left inferior pulmonary vein (lipv), the ablation was suspended as the esophageal temperature dropped. Additionally, st elevation also occurred during the procedure, and the patient's hospitalization was prolonged due to dilation of the stomach and an "uncomfortable dull" feeling in the stomach. The patient recovered by medication of the gastric symptoms and rest at the hospital while the pn did not recover at discharge. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.